Event description:
My symptoms are bloating, weight gain, skin rash on my hands and I get water blisters on my hands, boils, back pain, dizziness, bleeding after sex, pain during sex, stiffness, constipation, sweating my face and pits sometimes (a lot), severe cramping, discharge, no energy, hot flashes, can't sleep, and my tattoos are itchy and raised. I taste a weird taste sometimes, I don't know what it is. I also had an ablation (B)(6).

Event description:
(B)(4). As of today I am still suffering severe pain due to this essure im having a lot of pelvic pain especially my left side, as well as other pain on a constant basis, my hair is still falling out the bloating is unmanageable I look 6 months pregnant cramping and now my memory is slowly going.

Event description:
(B)(4). I recently had a hysterectomy due to the essure side effects and also found out it gave me endometriosis and enlarged uterus with excessive periods. (B)(6) 2015 was my hysterectomy